Event description:
It was reported that a patient underwent a total sling procedure for stress urinary incontinence on (B)(6) 2011 after a repaired urethral injury. The patient experienced a repair breakdown with subsequent fistula formation and trans urethral erosion of total mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).